Manufacturer narrative:
(B)(4): eval results (other): visual inspection of the returned product found optic is torn. Piece of optic and one haptic are torn off and missing. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was removed due to haptic tear. There was no pt injury. The surgeon noticed a little resistance as he was advancing the lens in the injector. The surgeon used an off-label injection system.